Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not release the clip appropriately. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier (mlca) instrument was analyzed and was found to have a cracked clamping pulley of input #7 (grip). The crack resulted in loss of tension of the correlating grip cable. The complaint was confirmed by failure analysis.